Manufacturer narrative:
Corrected data found in section d4 primary UDI number.

Manufacturer narrative:
Corrected information found in section e1. Initial reporter.

Manufacturer narrative:
Service reviewed the module logs and determined the alnty ci snsr bsl was the cause of the result issues. The alnty ci snsr bsl was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. Trending review did not identify any trends. Additionally, labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I stat high sensitive troponin-I results for 2 samples. Additionally, the customer noted many instrument error messages ¿1403 unable to process measurement item. Final emission intensity error¿ ¿1072 unable to calculate result. Processing module response is outside the defined range¿. Two samples were impacted. The following data was provided: 25feb2024 sid (B)(6) initial alinity I stat high sensitive troponin-I result was <0.010 ng/ml, repeated 3.749 ng/ml 26feb2024 sid (B)(6) initial alinity I stat high sensitive troponin-I result was <0.010 ng/ml, repeated 2.163 ng/ml. No impact to patient management was reported.